Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. Upon interrogation, the right ventricular lead exhibited low impedance and high capture thresholds. The patient was monitored for three months. On (B)(6) 2015 the lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.